Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a leak test during testing. The device's fio2 housing was replaced to address the issue. The device was tested and passed all final testing. This notification was opened to correct the device problem coding. A mechanical issue has been added.

Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a leak test during testing. The device's fio2 housing was replaced to address the issue. The device was tested and passed all final testing.